Manufacturer narrative:
Upon return, the AED underwent bench testing, which identified that the AED was unable to deliver a shock. Further investigation attributed the issue to shorted transistor. Although the original customer report did not involve patient use and was not initially considered reportable, the evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical setting. Therefore, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.